Event description:
It was reported that the coil was found detached out of the package.

Manufacturer narrative:
The device involved in the event will not be returned for eval as it was discarded. (B)(4).